Event description:
The customer contact reported a hole; subsequently, a leak was noted. The plumset was being used to deliver an unspecified volume of hydration fluids, for a duration of 30 minutes, at an unspecified rate, via a plum a+ pump. It was reported that after the hydration delivery was complete, an specified device was connected to the plumset for piggyback delivery of leukovorin. No specific details were provided. In addition, the customer contact reported that an unspecified tubing set was connected to the distal clave port of the plumset for the piggyback delivery of oxaliplatin or irinotecan. The customer contact indicated that approx one hour after the delivery was started, minimal mls of solution leaked from a hole in the plumset into a garbage can with a bag. The location of the hole was described as 6cm above the lower clave adapter. The chemotherapeutic agent was cleaned up according to user facility protocol. There were no adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. One sealed device was received and evaluated. The device passed testing. No leaks were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.